Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump black box download verified the user confirmed and cleared the first replace battery alarm on (B)(6) 2011 at 7:19 am with a power on reset. The 2nd replace battery alarm at 7:25 am was not acknowledge by the user resulting in a complete power failure. Power was restored with a fully charged battery at 12:25pm. The pump electrical current draws were tested and found to be within spec. The pump black box download shows no evidence of short battery life.

Event description:
On (B)(6) 2011, the patient contacted animas alleging a short battery life with a pump. Based on the pump's alarm history, a replace battery alarm occurred on (B)(6) 2011 at 7:25 am and 7:19 am. Also, at 7:19 am that same morning, a low battery alarm was noted. At 11:30 am, the patient reportedly woke up and noticed that the pump had no power. The patient claimed that she was asleep and did not realize the pump had no power. The patient claimed that due to not changing the battery, the battery died and her blood glucose (bg) levels rose to "501 mg/dl." She also reportedly developed a little nausea but denied having symptoms of vomiting or shortness of breath. The patient changed the battery and treated herself by drinking water and diet soda. The patient also had a replace/low battery alarm on (B)(6) 2011 and (B)(6) 2011. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a blood glucose level suggestive of a serious injury. The injury can be attributed to use-error since the patient did not replace the battery after the device alarmed for low/replace battery.